Event description:
It was reported that the right atrial (ra) lead dislodged into the right atrium following implant. The lead was unable to be repositioned. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).